Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management graph was in specification, however multiple pump error 25 alarm were present in the format history file due to an intermittent non-sleep anomaly software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 500 mg/dl at the time of incident. The customer also reported other blood glucose values such as around 300 mg/dl, over 200 mg/dl. The customer was reported that the insulin pump had power error detected alarm. The customer was assisted with troubleshooting. Power error recurred within a week of troubleshoot. The customer was advised to replace and revert to the back-up plan. The insulin pump will be returned for analysis.